Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "defib charging error" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer report could not be duplicated during testing with a known good battery. The battery used during the event was not returned for evaluation. Device log review confirmed the report and indicated the battery required calibration, which may result in inaccurate runtime indication and user advisory alerts for low battery. The device passed all testing successfully. The device was recertified and returned to the customer. The x series operator's guide (pn: 9650-002355-01) (rev: g) instructs to always carry at least one fully charged spare battery. If no other source of back-up power is available, two spare batteries are advisable to prevent power-related issues. Analysis of reports of this type has not identified an increase in trend.